Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors (mcs) disposable tip cover for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported based on the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the mcs disposable tip cover fell inside the patient. Although, the fallen mcs tip cover was retrieved without patient harm, adverse outcome or injury, at this time is unknown what caused the issue to occur.

Event description:
It was reported that during a da vinci-assisted gynecological procedure, the user observed that the monopolar curved scissors (mcs) disposable tip cover came off the mcs instrument. The mcs tip cover was retrieved during the same surgical procedure. The user completed the procedure with no further issue. There was no report of instrument collision, patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the customer. The received information stated that during the procedure, the surgeon inspected the patient and found a fallen mcs tip cover. The mcs tip cover was retrieved using a laparoscopic instrument and a post-operative test was not required.

Manufacturer narrative:
67 - intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) disposable tip cover accessory involved with this complaint and completed the device evaluation. The reported event was not reproduced during failure analysis investigation. The mcs tip cover was inserted into an in-house monopolar curved scissors (mcs) instrument and was tested. The instrument operated without issue and the tip cover stayed installed and did not fall off. The tip cover dimension was measured and confirmed to be within specification. Additionally, further inspection found thermal damage that appeared to be a melted crater-like hole measuring approximately 0.04" x 0.02¿ at the silicon overmold of the tip cover. As a result of this damage, material was missing. The hole also exhibited char like features at the affected area. This issue appeared to be thermally induced and not mechanically induced. This issue is not related to the customer reported event.

Event description:
Refer to h10/h11 for follow-up information.